Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the system failure is due to a depleted battery alarm, caused by a battery communication timeout alarm as a result of environmental conditions at the customer site. Under certain conditions with excessive pump wireless network activity, the pump may enter a state where the smart battery cannot provide its status to the pump. This cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: canada. D4 model, catalog, serial numbers and UDI,g5 and h4 are unknown as device information has not been provided to date.

Event description:
It was reported that a critically unwell patient being prepared for a CT scan was receiving infusions of sedation and vasoactive medications including norepinephrine, ketamine and the drive for norepinephrine. Prior to leaving the pediatric intensive care unit, when the pumps were unplugged, three pumps exhibited a "system failure" alarm. Per reporter the inotropes were subsequently transferred to another pump and programmed with the physician in the room. During this time the pumps were plugged back in. It was reported that following this the patient's blood pressure fell extremely low and the norepinephrine dose was increased and other medications were adjusted. When medications were running again, the patient was again prepared to be transported to CT room. When the pumps were unplugged, the norepinephrine and driver again exhibited "system failure." Following this an educator was contacted and assisted to get the pumps running again. A biomedical engineer was also contacted. Per reporter they came to room and advised that the pumps would be ok as they were working. It was reported that the patient remained very unstable for over an hour with labile blood pressure, requiring multiple titrations to stabilize the patient. No additional adverse effects were reported.